Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately ten years and six months post filter deployment, a computed tomography (CT) revealed that the filter tilted, strut detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and six months later, computed tomography of abdomen and pelvis with contrast was performed, and result showed that one of the posterior struts of the inferior vena cava filter was absent, consistent with known fracture. There was 5 mm small bowel perforation. Tilt with the apex against the wall. No migration or stenosis noted. Computed tomography of chest with contrast showed that the distal subsegmental branch in the lateral segment of the right lower lobe consisted of a 3 cm embolized inferior vena cava filter fragment. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately ten years and six months post filter deployment, a computed tomography (CT) revealed that the filter tilted, strut detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.